Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the min hand activation button was not functional. However, the device did activate when tested with the foot switch and no alert screens were displayed. The device was disassembled to inspect the internal components. The electrical traces of the hand activation buttons were found to be damaged. This resulted in the min hand activation button to be non-functional. No conclusion could be reached as to what caused the damaged to the electrical traces.

Event description:
It was reported that during a laparoscopic ¿leberzyste¿ procedure, the generator showed error code: reduce pressure on blade; with gen11. No further information is available. No patient consequences reported. Procedure was completed with same like device.